Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic trace diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The topical steroid drops were increased. Dlk resolved with treatment. There are two medical device reports associated with this event. This report is for the left eye.